Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered increased dyspnea (ii to iii) and signs of overload due to lv dislocation were seen. Worsening heart failure was reported as cardiovascular cause. The patient was hospitalized and the lv lead repositioning has been done. Lead remains implanted. Should additional information be received, this file will be updated.